Event description:
Pt rec'd of an over-delivery of heparin. The pt was receiving heparin at 8ml/hour. The concentration of the heparin could not be recalled. It was reported that at the start of the evening shift, the nurse cleared the volume delivered. Six hours later the pump was checked and the display indicated that approximately 80ml had infused when only 48ml should have been delivered. The nurse cleared the volume infused and re-checked the pump two hours later. At this time, the pump display indicated that 30ml had been delivered when only 16ml should have been infused. The customer contact could not recall if the volume missing from the bag correlated with what the display indicated. The pump was removed from clinical service and therapy was continued using a different pump. There was no reported adverse event with the pt and no episodes of bleeding.